Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The getinge representative reviewed switching over to the inner lumen of the catheter, however, the line was not transduced post-placement. It was suggested that the nurse reach out to the physician to discuss options for alternate arterial pressure (ap) access, preferably a radial arterial line, which was needed to safely time and run the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter - (B)(6), ICU rn. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).